Manufacturer narrative:
E1: patient country: egypt. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow block alarm on (B)(6) 2026 which led to high blood glucose. The blood glucose was 215 mg/dl at the time of event and was treated with correction via pump.